Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and performed the bicarbonate buffer test. 1 of 2 sensors failed for high readings, and 1 remaining sensor passed with accurate readings.

Event description:
The customer called in to report that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 90 mg/dl, compared with the sensor glucose reading of 60 mg/dl. The customer stated he was eating lunch when the alarm occurred. The customer stated they would monitor the sensor. The customer was advised that the sensor would be replaced, and to return the malfunctioning sensor back for analysis.